Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure, performed in 2009. According to the complaint, difficulties were encountered during placement of the scope. The device was then advanced through the scope blindly to the lesion. The physician indicated he felt the device hit the wall of the lesion. During retraction of the device, the physician noted that the jaws had attached to and perforated the mucous membrane. The site indicated that the cups were partially opened, but stated that the handle was not opened/closed during the procedure. The mucosal hemorrhage was treated with a clip. The pt continued to have pain. The abdominal cavity was opened and it was confirmed the clip was placed properly. The biopsy portion of procedure was completed.